Manufacturer narrative:
H10: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model#: 6625-lp; brand name: carpentier-edwards duraflex low pressure mitral bioprosthesis; PMA#: p870077. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 75-year-old patient with a sav porcine valve model 665027mm implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approximately nine (9) years and five (5) months due to degeneration leading to stenosis and regurgitation. The patient presented with shortness of breath before the viv procedure. A 26mm transcatheter heart valve was successfully implanted within the pre-existing edwards surgical device with no reported complication for the patient who was noted as to be doing well after the procedure.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) h10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of degeneration/deterioration could not be confirmed by product evaluation tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including renal insufficiency.